Manufacturer narrative:
The reagent lot number was 637659 with an expiration date of 31-dec-2023. The field service engineer found build-up crystallization on top of the reaction cells. He replaced the reaction cells and lamp and performed adjustments to the rinse mechanism. He ran successful checks, calibration, qc, and precision. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and a questionable total bilirubin (bilt3) result from the cobas pro c 503 analytical unit. The initial result was 2.26 mg/dl and was reported outside of the laboratory. Medical personnel questioned the initial result as it did not match previously performed poc testing done at bedside. The repeat result from another analyzer was 10.1 mg/dl and was believed correct.